Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to bed with normal blood glucose levels last night, but woke up with elevated values of approximately 416 mg/dl and moderate ketones. Elevated bg levels were treated by a combination of injections and a correction bolus using the pump. Troubleshooting could not be performed, as the customer had recently changed the site/infusion set prior to contacting tandem's technical support. The customer had also changed the basal rate, prior to consulting with their healthcare provider. Tandem's technical support advised the customer consult with their healthcare provider prior to making any changes to therapy settings. The customer was also advised to call tandem's technical support prior to changing any problematic sites/ infusion sets, so as to allow for troubleshooting to be performed.